Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with compared with the lab. Results as follows: date: (B)(6) 2011, inratio2 meter: 1.1 inr, lab: 1.7 inr. Testing was done in the same day within minutes.